Event description:
The device was used during a bowel resection procedure. Reportedly, the instrument misfired. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
8/26/97-supplemental report #1 submitted to FDA.